Event description:
Customer reported observing low sample or reagent volume in wells h4 when performing the ot htlv I/ii elisa using summit sample handler. No error message was generated by the instrument. An fse was dispatched and determined that the plunger clamp and lld spring at position 4 required replacement. Fse replaced parts and performed add'l tests to ensure the instruments operation. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.